Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The device was not returned for investigation. The cause of the low pump flow issue was not determined since product was not returned and sufficient clinical information was provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old male patient was implanted with an impella device for mechanical circulatory support. The complainant reported that the implanted impella cp pump was unable to achieve flows greater than 1 l/min during patient support. After troubleshooting failed to resolve the noted condition, the decision was made to remove and replace the pump. There was no reported patient harm.